Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: no further investigation for this event is possible at this time as no devices and insufficient information was received by stryker. Conclusion: the root cause is not determined.

Event description:
It was reported that on (B)(6) 2009, the patient underwent the surgery, on (B)(6) 2016, the surgeon found through the x-ray that the screw of l3 loosened and pjk. Therefore, the surgeon removed all screws (l3-l5) and the patient underwent the revision surgery on (B)(6) 2016.

Event description:
It was reported that on (b)(6 through the x-ray that the screw of l3 loosened and pjk. Therefore, the surgeon removed all screws(l3-l5) and the patient underwent the revision surgery on (B)(6) 2016.